Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens got stuck while advancing in the cartridge. No patient contact. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Other - visual inspection of the returned product showed that the lens was split in half, and a haptic plate was torn. There was a clear surgical residue on the lens.